Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was reported that the patient was hospitalized due to the event. At the time of this report, the patient was discharged from the hospital and patient outcome was not reported. It was reported the patient was discharged with no additional medications (no further details). Action taken with pd therapy was not reported. No additional information is available.